Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break at the 27cm depth marking, between the sliding suture wing and the two-piece connector. Curved shape memory was observed in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break revealed slightly irregular, dully granular edges. The break region exhibited an elliptical cross-section. The break characteristics, curved shape memory and severe tensile weakness were consistent with damage caused by tensile stress. It appeared that the connector was pulled while the catheter was fixed in place, resulting in the observed break. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. A lot history review (lhr) of rezi0440 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed on (B)(6) 2016. In the morning two days after the placement, the catheter was reportedly found cut into two parts. The device was immediately removed and replaced in the operative room.